Manufacturer narrative:
No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article.

Event description:
Journal reference: chung, et al. "Bilateral effects of unilateral subthalamic nucleus deep brain stimulation in advanced parkinson's disease." Eur neurol 2006, 56: 127-132. The article describes the results of a prospective study of consecutive patients being treated with unilateral deep brain stimulation for parkinsons disease symptoms. Patients were evaluated at 3 and 6 months. A number of patient complications were reported. Reportable event(s): one patient experienced a scalp infection at the lead connection point without skin erosion and was treated with antibiotics.